Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading from his adc blood glucose meter. At 10:30 am on (B)(6) 2019, the customer received a reading of 500 mg/dl and no symptoms were reported but the customer was rushed to the emergency where he was given an unspecified medication via IV. Customer further reported the healthcare provider prescribed him an unknown new medication. No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Dhrs (device history review) for the freedom lite meter were reviewed and the dhrs showed the freedom lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving a high reading from his adc blood glucose meter. At 10:30 am on (B)(6)2019, the customer received a reading of 500 mg/dl and no symptoms were reported but the customer was rushed to the emergency where he was given an unspecified medication via IV. Customer further reported the healthcare provider prescribed him an unknown new medication. No additional information was reported. There was no report of death or permanent injury associated with this event.